Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had low blood glucose level. The customer¿s blood glucose level at the time of incident was 47 mg/dl. The customer¿s current blood glucose level was 173 mg/dl. The customer was treated with food for low blood glucose level. The customer reported that the insulin pump received calibration not accepted alarm and the customer turned off the sensor last night. The customer also reported that the auto mode was automatically delivering insulin to the customer at the time of event. The sensor will return for analysis and insulin pump will not return for analysis.